Manufacturer narrative:
Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that three cadd admit sets had occlusion errors. The cassette immediately read "occlusion error" when they started to prime it prior to hooking up to patient. This event occurred at the hospital and was operated by a health professional. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3/h6: neither samples nor pictures were received for the analysis of this complaint. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.